Manufacturer narrative:
The lens remains implanted. Surgeon stated he removed the string during a secondary surgery and placed it in a syringe. The syringe was received and contained an unidentified clear and colorless solution. Inspection under illuminated 10x magnification did not confirm the presence of a string. The solution was then filtered through a very fine filter, a string was not observed. The identity of the string remains unknown. Many other products and devices were used during the initial surgery. Patient also received rx medications for the eye both pre and post operative surgery. As a result of our investigation we have no reason to suspect the iol caused or contributed to this event. In follow-up with the surgeon it was learned the patient's recovery is good and visual acuity is 20/20. All information available is included in this report. Other: device remains implanted.

Event description:
It was reported that (B)(6) after implantation of the intraocular lens the surgeon removed a string out of the patient's eye. The surgeon thinks this is a piece of the lens.